Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 405mg/dl, and he was treated with an insulin drip. It was stated that the customer was experiencing ketones, vomiting, and dehydration. Troubleshooting was performed. The time, date, and settings were correct. While testing the insulin pump the customer mentioned that the device was dropped on the bathroom floor the night before, and there is a deep long scratch across the screen. Later the mother called back and stated that she is going to change the infusion set due to the high blood glucose and no delivery alarm. Advised the caller to discontinue use of the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.